Manufacturer narrative:
P-cap or reservoir locks properly into place. Unit passed displacement test and self test. Insulin pump error 63 variable 3 was noted in the history download due to broken trace u1 pin1(vdd). The following were noted during visual inspection: broken belt clip rails, scratched case, cracked case near the corner of belt clip rails, pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, cracked battery tube threads, and cracked case on the battery tube side. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm. Customer was able to clear alarm and rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.